Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device not cooling because of faulty chiller assembly. Per sample evaluation results on (B)(6) 2024, it was reported that there was failed mixing pump contributed to cooling issue. Failed circulation pump contributed to cooling issue. Slow filling due to faulty fill tube.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed mixing pump. The device was evaluated upon receipt. Device not cooling. Replaced mixing pump. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Complaint re-opened to update UDI information with all available information per gudid the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device not cooling because of faulty chiller assembly. Per sample evaluation results on 27jun2024, it was reported that there was failed mixing pump contributed to cooling issue. Failed circulation pump contributed to cooling issue. Slow filling due to faulty fill tube.